Manufacturer narrative:
Device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the complaint was confirmed by medical records. Based on the limited information provided, the root cause for the valve degeneration approximately 7 years post valve implant could not be determined, but may be related to the patient's co-morbidities and/or progression of the pre-existing valvular disease process. Since no product non-conformance were identified, a product risk assessment (pra) escalation is not required. Since no edwards defect was identified, no corrective or preventative actions are required. Devices implanted five years or greater with reported calcification, dehiscence, leaflet tears, thickened leaflet, pannus, or structural valve deterioration (stenosis, regurgitation) do not require an engineering evaluation. Per standard operating procedure, ''reports of device issues (e.g., damage) related to patient and/or procedural factors without evidence or allegation of malfunction do not require engineering evaluation''.

Event description:
As reported by a field clinical specialist, seven years and 5 months post implant, the 23mm sapien valve was treated with a non-edwards self-expanding valve. Additional information indicates the viv tavr with a non-edwards valve in the aortic position via right tf approach for severe stenosis and increased gradients. The patient was symptomatic. The patient was discharged and one week post procedure, doing well with no tavr related complaints.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Investigation ongoing. The valve remains implanted.

Event description:
As reported by a field clinical specialist, seven years and 5 months post implant, the 23mm sapien valve was treated with a non-edwards self-expanding valve. No additional information was provided.